Event description:
During follow-up noise was observed along with a battery voltage measurment of 1.95 volts. The device was programmed to "all functions off" and the pt left the hosp on own risk. The explant will take place as soon as possible.